Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a bend in the cartridge's patient line (pigtail). Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was 261 mg/dl at time of event.